Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a high impedance alert for system impedance greater than 400 ohms. It was noted that this occurred during a left ventricular assist device (lvad) placement procedure. Technical services (ts) analyzed device episode data and found that there were multiple stored treated and untreated episodes during this time due to oversensing of noise. During the treated episodes, one inappropriate shock was delivered each. Ts stated that the patient should be considered unprotected and recommended a chest x-ray be performed. He patient was tested in clinic and an x-ray was performed. System therapy was turned off. Device replacement will be performed but has not yet been scheduled. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a high impedance alert for system impedance greater than 400 ohms. It was noted that this occurred during a left ventricular assist device (lvad) placement procedure. Technical services (ts) analyzed device episode data and found that there were multiple stored treated and untreated episodes during this time due to oversensing of noise. During the treated episodes, one inappropriate shock was delivered each. Ts stated that the patient should be considered unprotected and recommended a chest x-ray be performed. He patient was tested in clinic and an x-ray was performed. System therapy was turned off. Device replacement will be performed but has not yet been scheduled. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, tones were emitted from this s-ICD despite being deactivated. It was noted that the tone pattern was 16 tones every 9 hours which is expected. Ts stated that this needs to be turned off manually and explained how to do it. No adverse patient effects were reported. Currently, this s-ICD system remains in service.